Event description:
It was reported that this implantable pacemaker was found to be operating in safety mode. The physician subsequently explanted and replaced the device to resolve the event and no additional adverse patient effects were reported. This pacemaker is expected to be returned for analysis, but it has not yet been received.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and that bradycardia therapy remained available. The system resets caused the device to enter safety mode. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population.

Event description:
It was reported that this implantable pacemaker was found to be operating in safety mode. The physician subsequently explanted and replaced the device to resolve the event and no additional adverse patient effects were reported. This pacemaker has been received for analysis.